Event description:
The coil detached before pressurizing the syringe. This pt was undergoing a vertebral artery occlusion. The same syringe was used to place 14th other coils prior to this incident. The product was prepped without difficulty. During initial insertion of the dcs coil into the non-cordis microcatheter (mc), no resistance encountered between the coil and mc. During positioning the coil, the physician pushed and pulled with the mc many times. The coil detached when attempting to place it in the right position. There was no info if there was one to one relationship between the coil and delivery tube, or whether the coil stretched prior to detaching. During attempt to place the coil, the coil was deployed partially out of the distal end of the mc while the mc was being re-positioned. The detached coil was retrieved using a snare as one piece. The procedure was completed following retrieval of the premature coil detachment. There was no adverse consequence to the pt.

Manufacturer narrative:
The DHR review performed for this lot showed that this lot of products met all requirements per the applicable mqp (manufacturing quality plan), including the dcs qc functional tests (embolic coil attachment pull test) per test results. The procedural factor of advancing and withdrawing and repositioning the microcatheter while the coil was deployed may have caused the premature detachment. The IFU cautions that "repositioning the infusion catheter while the coil is deployed may lead to damage and/or premature detachment of the embolic coil". Corrective actions have been implemented to prevent a recurrence of this issue.